Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. This occurred during the prime phase of peritoneal dialysis therapy. The patient declined troubleshooting assistance. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for an evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.